Event description:
Customer called to report pod alarm during operation. Pod continued to alarm and customer had to manually silence the alarm. Customer stated that there is condensation in the circuit board of the pod. Customer denied that it was hard to fill pod with insulin or that there was any crackling sound during fill. Customer stated that high bg (range 275-315 mg/dl). Activated new pod, bgs came down.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.